Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted and replaced due to noise. No additional information was available.

Manufacturer narrative:
The reported field event of noise could not be confirmed in the laboratory. The device was tested on the bench and anomalies were found.